Event description:
It was reported that the ilet user accidentally announced dinner twice, with both entries being "less than usual" size meals, and fingerstick blood glucose measured 148 mg/dl shortly after with ongoing self-monitoring. This constituted an improper or incorrect use procedure involving the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem of an accidental meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.